Manufacturer narrative:
Due to character limit in the e1 section the full event site name is " (B)(6)". The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during use of intra aortic balloon, customer called for an assistance regarding autofill failure. The customer stated that the alarm continued even after changing the pump. Balloon was placed axillary and re-positioned catheter multiple times during the course of treatment. Troubleshooting was done but without any success. The customer was suggested to replace the balloon, but the patient was scheduled for catheter exchange later in the day.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. Corrected field: d4(serial#) - kindly revert it to blank. No decon or visual inspection performed since product was not returned and could not be evaluated. A call received via the esp line regarding an autofill failure on the iabp. Esme, an ICU rn, reported that the alarm persisted despite changing the iabp unit. The balloon was placed axillary and had required multiple repositioning over several days. Troubleshooting steps included verifying no blood/discoloration in helium tubing, checking tubing connections and for kinks, attempting manual fill via the iab fill key (unsuccessful). Recommendation was made to obtain a chest x-ray and notify the physician. Later, it was reported that the balloon was able to fill after several attempts, but the patient was scheduled for catheter exchange in the cath lab. Later, it was reported that the balloon was able to fill after several attempts, but the patient was scheduled for catheter exchange in the cath lab. Based on the description, the autofill failure was likely due to balloon positioning issues associated with the axillary placement and repeated catheter repositioning, which may have led to mechanical obstruction or compromised balloon integrity. After multiple fill attempts, the balloon functioned temporarily. A catheter exchange was scheduled to ensure continued safe and effective therapy. It is impossible to define how the failure happened; a biohazard kit was sent to the customer to return back the device for investigation. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Corrected fields: b5, d9, d10, d4-(UDI, expiration date), h4(manufacture date). The manufacture and expiry date were incorrectly submitted in the previous report (mfg report number-2248146-2025-0000495), updated fields: b4, g3, g6, h2, h11. The name of the additional reporter is (B)(6) ( registered nurse-ICU).

Event description:
It was reported that during use of intra aortic balloon, customer called for an assistance regarding autofill failure. The customer stated that the alarm continued even after changing the pump. Balloon was placed axillary and re-positioned catheter multiple times during the course of treatment. Troubleshooting was done but without any success. The customer was suggested to replace the balloon, but the patient was scheduled for catheter exchange later in the day. There was no harm or injury reported.